Manufacturer narrative:
(B)(4). Manufacturing date from january 6, 2017 to january 10, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A flow rate test was performed and the rate was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a no flow issue. Sodium chloride (nacl) was added to the device and no liquid came out. There was no patient involvement. No additional information is available.